Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), explanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
On 2015-12-16 information was received from a healthcare professional via (B)(4) regarding a patient who was receiving intrathecal gabalon via an implanted infusion pump. The pump was implanted (B)(6) 2008 to treat spinocerebellar degeneration. There were no reported concomitant medications or past history. The dosing period started on (B)(6) 2008 and was continuing. On (B)(6) 2015, the patient presented with a symptom of spasticity that increased when lying down and decreased when sitting. The patient could not sleep well during the night because of the strong spasticity. On (B)(6) 2015, the patient experienced a decreased effect. The physician was suspecting the possibility of a catheter problem due to body position. On (B)(6) 2015, catheter fluoroscopy was attempted; however, the drug could not be aspirated so the fluoroscopy was not performed. As catheter out of marrow cavity was considered, itb whole system was to be replaced with another system on (B)(6) 2015. On (B)(6) 2015, the procedure to replace the pump and the catheter was conducted and was recovered. The pump side catheter was kinked around the pump. The pump and the catheter were disconnected and the kink was removed, then aspiration of cerebrospinal fluid hypovolemia (csf) from the tip of the catheter was attempted. Though csf could be aspirated a little, it was judged as an insufficient amount of liquor. The physician decided to replace the pump and catheter. The event outcome was reported as recovered as of (B)(6) 2015. The event was not related to the investigational drug, pump or programmer; however, it was related to the catheter. On 2015-12-16 additional information was received from a healthcare provider who indicated that there were no complications or past history of adverse reactions. It was noted that the effect decreased adverse event had not been recovered as of (B)(6) 2015, and on (B)(6) 2015 the patient's spasms intensified when lying down (alleviated when sitting down). It was unknown if there was a causal relationship with the event and the catheter, pump, programmer, or procedure. Additional information was received that indicated that the event was still unrecovered as of (B)(6) 2015. The catheter study had been unsuccessful on (B)(6) 2015. The catheter was determined to be aberrant, so it was decided to completely replace the itb (intrathecal baclofen) system on (B)(6) 2015. When the hcp informed the patient about the complete catheter replacement, the patient requested a new pump, as well. If they were going to open the pump pocket. Thus the pump was replaced, as well. On 2015-12-20 additional information indicated the patient recovered after pump and catheter replacement surgery was performed. The catheter on the pump side was kinked near the pump; after removing the pump and catheter, then reversing the kink, we tried suctioning csf (cerebrospinal fluid) from the catheter tip, but it was determined that the recall was inadequate after slightly pulling it. We were slightly worried about this, but decided to perform a replacement. As of (B)(6) 2015, the patient outcome was 'recovered'. The hcp wanted analysis performed on the catheter to find if there is occlusion due to the kink of the catheter; no analysis was necessary on the pump as there were no abnormalities with it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a hcp. As of (B)(6) 2015 the patient¿s spasticity had been well controlled by the intrathecal baclofen (itb) therapy. On 12/12/2015 the patient¿s increased spasticity of the legs was confirmed. The patient visited the hospital on (B)(6) 2015 and the dose was changed from 97mcg/day to 107mcg/day. Following the change, on (B)(6) 2015, there was no improvement and the patient was admitted to the hospital for an emergency. Backflow of cerebrospinal fluid (csf) was not confirmed when puncturing the access port. A catheter occlusion was diagnosed. Spinal drainage was placed and a dose of one time 25mcg twice daily was started. On (B)(6) 2015 the pump and catheter were replaced and the dose was restarted. The patient¿s condition was recovered as of this date. Additional information was received from a healthcare provider (hcp) indicated the patient had no concomitant therapies. On 12/12/2015 the patient experienced effect decreased and was hospitalized. Intervention of investigational drug included administration suspended (dose was stopped) and pump and catheter replacement. The patient recovered on (B)(6) 2015 and the event was unrelated to the drug, related to the catheter, unknown if related to the procedure, and not related to the programmer or pump. The patient¿s initial daily dose was 50 mcg/day and the patient was receiving intrathecal gabalon 0.05% daily dose of 94 mcg/day in flex mode from (B)(6) 2008 and continuing. A pump operability test and catheter study was not performed. On (B)(6) 2015, spinal ¿regurgitation¿ could not be done by tapping the access port, catheter blockage diagnosed. Spinal fluid regurgitation was not observed by tapping the access port and catheter blockage diagnosed. The catheter was returned to the manufacturer and were awaiting the results. On (B)(6) 2015 gabalon intrathecal dose of 25mcg given twice daily was started.

Event description:
On 2016-01-18 additional information was received as from an hcp which included the additional patient history/underlying disease of congenital spastic paraplegia. Also, on (B)(6) 2015, increased spasms in the lower limbs was observed. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code 92 no longer applies to this event.

Manufacturer narrative:
Upon device return, analysis found that fluid was leaking out of the catheter, due to a user related hole. The characteristics of the hole are typical of a needle stick. It is not possible to determine when this hole may have occurred but, the hole is not related to the manufacture of the catheter. Also some deep abrasion were seen on the catheter body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.